Event description:
Customer was notified of a failed self-test and that the AED was unoperable. The AED light was flashing red. Upon investigation of the device, it was discovered that the device failed an internal self-test after identifying a potentially corrupted audio file. In an emergency, a corrupted audio file may not be able to play audio preventing the AED from providing the user with critical life saving or safety instruction.